Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found the reported issue could not be replicated via system logs. Visual inspection and testing showed no related problems, and the erbe functioned normally. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was not confirmed based on failure analysis. The probable root cause in this case can be attributed to the defective component of the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex codes were updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to technical service engineer (tse) that the bipolar energy level changed to 0 during a procedure. The customer confirmed that the user did not change the energy setting. Prior to calling, the user restored the energy level and was continuing the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task was myomectomy. No the surgeon did not press any of the activation pedals on the ssc at time of event. During surgery, the bipolar energy effect changes to zero and anyone do not press the any pedal. The erbe was in use. The valleylap ff10 by covidien and argon generator was in use. No, the incident did not involve inadvertent energization of a bipolar or non-energy instrument while activating a monopolar instrument. When the effect changed to ¿0¿, the effect was adjusted and used again. Please refer to fso. 08/07/2025.